Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump, resolving the issue with no recurrence of the malfunction code. The customer was advised to contact support again if the malfunction code reappeared, which the caller acknowledged and understood.